Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit's touch panel response is poor. The "screen lock" key did not respond. Iabp was withdrawn without replacing the pump.

Event description:
N/a.

Manufacturer narrative:
Additional fields: e1 (event site postal code: (B)(6), event site state: oita). It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) touch panel response is poor. The "screen lock" key did not respond while being used by a patient. Withdrawal from iabp without replacing pump. A getinge field service engineer (fse) confirmed no reproducible., faultlog #63 on 12/19. Touch screen calibration, touch screen test, software (version c.06) reinstalled and returned.8 the patient involvement is unknown.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code, health effect ¿ impact codes), h10. It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) touch panel response is poor. The "screen lock" key did not respond while being used by a patient. Withdrawal from iabp without replacing pump. A getinge field service engineer (fse) report of touch screen unresponsiveness. Report that the touch screen sometimes responds poorly during inspection. The display head contacts were cleaned and the software was rewritten, which temporarily restored the symptoms, but the touch screen(0160-00-0123) was replaced due to the recurrence of the symptoms. After replacement, the touch screen responded well. Running tests and regular inspections showed that the symptoms did not recur and the device worked well. There was patient involvement.

Event description:
It was reported that during an inspection, the cardiosave intra-aortic balloon pump (iabp) touch panel response was poor while being used by patient. There was no harm to patient.